Event description:
It was reported to philips that couch movement failure occurred due to ipc memory issue on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reseated ipc memory chips, partially restoring functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).